Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. At this time there have been no samples returned for review, however, images were provided. Based on the images, it was confirmed that the guidewire was unraveled and breakage did occur. Without the return of the guidewire and other components involved in this event, a definite root cause cannot be established with confidence. Possibly the guidewire was pulled back through the needle which resulted in the unraveling of the guidewire. The warning label clearly states, "do not withdraw, pull back or manipulate the guide wire through the needle because this may cause guide wire damage and patient embolization."

Event description:
Patient came in for endovenous laser ablation of the left small saphenous vein. After sterile preparation, the left small saphenous vein was entered with a 2lgtwx2.75 echo needle with a .018"x70 cm/ss/mandrel. When the introducer was pulled out, there was resistance and the tip of the mandrel unraveled. A small piece of mandrel remained in the tissue. Additional tumescent anesthesia was used to put compression around the vein and to prevent movement of the possible piece. Patient was advised to go to the emergency room for additional imaging and removal of foreign body. During the ER visit, there was a piece of unraveled wire that was removed from her leg.